Event description:
Caller reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.